Event description:
On february 7, 2021, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at around 3 or 4 p.m., on (B)(6) 2021. The patient claimed obtaining a blood glucose result of ¿120 mg/dl¿ which she felt was inaccurately high compared to her feelings and/or normal results. The patient manages her diabetes with insulin pump therapy and reported that in response to the reading obtained on the subject device, she stopped administration of insulin. The patient advised that the same day, at around 4:30 p.m., she ¿passed out¿ and was taken to the emergency room (ER) where she was subsequently treated by a healthcare professional (hcp) with 2 bags of intravenous (IV) dextrose. The patient reported that her blood glucose was measured at the ER; however, due to being dizzy and feeling sick at the time, she does not recall the results obtained. The patient also advised the cca that following treatment with IV dextrose, she was also treated with insulin to stabilize her blood glucose although she could not remember the type or dose. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device. The cca also noted that the patient did not have control solution available at the time of the call to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required treatment from a hcp for an acute low blood glucose excursion after obtaining the alleged elevated result with the subject device.